Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a half dozen lows under 60 mg/dl within the past two weeks; the customer believed that the insulin pump was at fault for the hypoglycemia. The customer also reported the following malfunctions: possible over-delivery, multiple rewinds needed per prime, and scratches on the screen. Troubleshooting did not occur. The insulin pump was not returned for analysis.